Event description:
Site experienced erratic results on multiple assays. No info provided to determined if results were used to guide therapy. The field service rep determined the pinch valve tubing had an air leak. The instrument was repaired. Performance check tests were performed and within specification.